Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners and down the left side were cracked, and the bottom case by the l bracket and the battery door were cracked. A review of the event history log (ehl) pump motor drive off post and depleted battery. During the functional testing the reported issue was able to be duplicated. A third-party battery was found installed in the pump. The root cause of the issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pumps. Replaced and fully charged the battery. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump exhibited a motor drive post error. No patient injury was reported.